Event description:
It was reported that bd nexiva sp with maxzero leaked from the septum. The following information was provided by the initial reporter: I received this information in an email and the attached picture was sent also. We have had two of this product leak in the last 2 days. On 07/07/2025: was there any harm/serious injury to the patient directly related to the reported event? No harm done to the patients. Please confirm the number of different patients implicated in this reported event. 3 patients.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint of a leak at the septum was confirmed from the photograph that was provided for investigation. The photo showed what appeared to be blood residue on the external surface of the canister, which indicates that blood bypassed the septum. No damage or defects were observed on the unused 20g nexiva units that were provided for investigation from lot #5058238. A visual examination and functional test of the physical samples revealed no leaks in the device. The septum on each physical sample was sitting in its proper location within the catheter adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.